Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, just in the beginning of the closure in peterson's hernia, the seal of the welded loop came loose, so the device could not be anchored. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was received with the loop opened. Upon microscopic inspection, evidence of material transfer was observed at the weld site. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, just in the beginning of the closure in peterson's hernia, the seal of the welded loop came loose, so the device could not be anchored. They used a new device to complete the case. There was no patient injury.